Manufacturer narrative:
When the eye tracker misses the pupil, the laser stops for safety reasons, this is a normal procedure. The ophthalmologist probably considered this to be the end of the treatment. Laser data were assessed and there is no particular detail about the laser which would otherwise have stopped the laser. Logfiles laser were submitted and assessed by the company. No problems with laser were detected as to why the laser was not able to complete the program. The root could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A clinical applications specialist reported that an ophthalmologist did not complete laser treatment completely on a patient's eye. Laser stopped after 38%. Eye tracker misses the pupil and stops the laser which is normal procedure. Patient will be retreated when refraction is stable in approximately three to six months.